Event description:
User facility reported that during placement of an epidural for labour and delivery difficulty inserting the spinal needle was encountered. The pt experienced partial none-permanent paralysis with resolution.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.